Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricle - ventricle (v-v) intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 non-defib lead, implanted on (B)(6) 2015. A3sr01 pacemaker, implanted on (B)(6) 2015. T50527h tissue valve, implanted on (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.